Event description:
During a prodisc-l procedure at l5-s1, surgeon was attempting to place the inlay but it would not go in. Surgeon removed the inlay and attempted to place a second inlay. He then noticed the inserter-medium was damaged. The pt could not be plated due to his anatomy, and since the chiseling had already been done, the surgeon implanted the prodisc-l manually. Pt is reportedly doing ok and the surgeon was satisfied with the placement. Total extra time on the table was approx 2 hours. This report is #2 of 2 for the same event.

Manufacturer narrative:
This information was not provided. Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion can be drawn at this time.